Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the implantable cardioverter defibrillator due to post sensed t-wave oversensing. Loss of sensing and r-waves that were marginal was also noted on the right ventricular lead. The patient was admitted to the hospital. The lead was capped and replaced on (B)(6) 2018. The device was explanted and replaced. The patient was stable during and after the procedure.